Manufacturer narrative:
Pump received with blank display and constant tone due to moisture damage on the electronics assembly. Unable to perform all functional testing including the operating currents, a21 error test, rewind, basic occlusion, occlusion, prime/a33 and excessive no delivery test due to blank display. Pump received with moisture damage motor, vibrator, keypad and battery tube assembly. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump turned off with some acoustic alarms after they went to swim. Customer's blood glucose value was unknown. Troubleshooting was performed. Customer states they noticed that some water was visible below the display and they already tried to replace the battery but the issue still persist. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will be returned for analysis.